Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-09760, 3006705815-2024-09761. It was reported during a surgical procedure on (B)(6) 2024, the patient had airway issues, and the procedure was aborted as a result.